Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture.

Event description:
Patient's representative reported "calcifications" identified via mammography, "radial folds small amount of fluid around implant," identified via MRI, and "contracture without pain" against right side device. It was additionally reported baker grade iii capsular contracture. Device remains implanted.

Manufacturer narrative:
Photographic device evaluation: visual analysis of the photographs identified; red encapsulation. Calcification and creases were not observed. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Patient's representative reported the device has been explanted.